Event description:
Report received from the USA stating that they had a "38 console error message." The event did not occur during surgery. There were no user or patient injuries reported. There was no additional information provided

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and found to have met manufacturing specifications. No problem was found. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).